Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing and review of the event history log was able to verify and duplicate the reported problem. It was determined that the defective latch lock sensor was the root cause and was replaced. The service history review had indicated that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that this device did not recognize when the latch was closed. It only recognized when it is locked. There was no patient involvement.